Manufacturer narrative:
(B)(4). The customer did not provide the product code of this device; therefore the 510k number cannot be determined. The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that at least twenty intermate devices were leaking from the winged luer cap before use. Twenty reports will be submitted for this incident, this is report number 1 of 20. The devices were filled with pamidronate when the leaks were observed. There was no patient injury or medical intervention reported. No additional information is available at this time.